Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. This safety event is being reported as serious injury due to the reported recurrence, infection, abscess, necrosis, and wound dehiscence with surgical intervention. The lots associated with this event were not reported and remain unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple attempts are being made to gather patient and procedure specific information, including relevant lot numbers, dates and graft dispositions. To date, no additional information has been received. If additional information is made available, a supplemental report will be submitted.

Event description:
During a literature review titled, ¿outcomes on 287 patients with complex abdominal wall defects undergoing abdominal wall reconstruction with a porcine-derived acellular matrix¿, abbvie became aware of a clinical publication from the USA on a study of 287 patients who underwent complex abdominal wall repair (cawr) with strattice between july 2016 and november 2021. In the article, the authors report the following complications: hernia recurrence: 3.5%, surgical site infection: 22.6%, seroma: 10.1%, wound necrosis: 9.4%, fascial dehiscence: 3.8%, urinary tract infections: 3.5%, pneumonia: 4.2%, deep vein thrombosis: 2.1%, pulmonary embolism: 0.7%, reintubation: 5.6%, return to ICU: 6.6%, reoperation: 20.9%, death within 90 days: 3.5%. Per the authors' statement, "none of the deaths were attributed to the operation or mesh use itself." The authors conclude, ¿patients that undergo cawr but require damage-control surgery, emergency operation, takedown fistula, intestinal resection, and lysis of adhesions, have a bmi >35kg/m2, and have a contaminated cdc wound class, are at higher risks of developing perioperative complications¿. The lot number (s) associated with this complaint were not reported.